Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that they met with the patient because they could no longer feel any stimulation. The rep stated that the patient has a 565 lead that was implanted about 9 years ago, and an impedance test indicated that electrodes 7-15 were out of range when tested at 0.7ma. They also noted that electrodes 8, 10, 11, 12, 13, and 15 were out of range when tested at 3ma. The rep stated that all of the old programs available were using the electrodes that were out of range, therefore the rep reprogrammed the patient so that electrodes 7-15 would be avoided. The rep stated that the implantable neurostimulator (ins) had 3v left on it, so it should last at least a couple more years. The rep reprogrammed the patient for improved coverage of their right hip, back, back, and leg. They indicated that the patient is currently using group h; 2+5-6+ pw 450 r 40 a 5.0. The rep added that groups a-g were programmed in a similar fashion and are available for the patient to try. They confirmed that the patient understands how to use the programmer and how to try the different groups available. The patient was to contact to rep if they needed additional support. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.